Event description:
Type of procedure: laparoscopic cholecystectomy. Event description: how was the device being used: clipping vessels. Describe the event: wouldn't fire any clips for first few fires. Was there any clinical impact to the patient: delayed ligation of vessels. Patient status: good. Intervention: na.

Manufacturer narrative:
The event device is anticipated to return. A follow-up report will be provided upon completion of the investigation.

Manufacturer narrative:
The event unit returned to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation.

Event description:
Type of procedure: laparoscopic cholecystectomy. Event description: how was the device being used: clipping vessels. Describe the event: wouldn't fire any clips for first few fires. Was there any clinical impact to the patient: delayed ligation of vessels. Patient status: good. Intervention: na.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Functional testing was performed on the event unit. However, the complainant¿s experience could not be replicated or confirmed as the remaining clips were able to load and close properly. Applied medical has reviewed the details surrounding the event and related products and is unable to determine the cause of the reported event or confirm that a product malfunction occurred. Applied medical has performed a historical trend analysis and review of production records and no relevant documentations were identified.

Event description:
Type of procedure: laparoscopic cholecystectomy. Event description: how was the device being used: clipping vessels. Describe the event: wouldn't fire any clips for first few fires. Was there any clinical impact to the patient: delayed ligation of vessels. Patient status: good. Intervention: na.